Manufacturer narrative:
It was reported that the chloraprep solution has leaked inside the kit. This was not used on patient. It was reported to medline and a credit was requested. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The chloraprep solution has leaked inside the kit.